Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent altitude alarms. There was a temporary delay in resuming insulin delivery as the customer had to reload the cartridge and clear the alarm. The customer's blood glucose (bg) level was impacted (455-469 mg/dl) with a trace amount of ketones. Correction boluses were delivered and water was consumed to address the high bg levels. The ketones were reported to have been resolved. On one occasion, the school nurse had assisted the customer with an unspecified treatment. The customer also required assistance on other occasions as a result of the altitude alarms and high bg levels; however, further information regarding the type of assistance was not provide. The customer was to use lantis and insulin pens to manage diabetes.